Event description:
It was reported that during a coronary artery drug eluting stenting treatment, procedure stent damage occurred. The lesion was located in the distal left anterior descending artery (lad). The physician attempted to advance a taxus liberte 2.25x24.0mm drug eluting stent (des), but had to cross three previously implanted unspecified stents in order to reach the lesion site. On the second attempt to reach the lesion site, the physician felt some resistance. Upon withdrawal of the stent delivery system, it was noticed that the stent had a fracture. The procedure was completed with another of the same device and there were no pt complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been rec'd for analysis as of the date of this report.